Event description:
Sorin group (B)(4) received a report that the stockert heater-cooler was not warming properly during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the 3t heater-cooler system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the heater-cooler was not warming properly during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.